Event description:
Spontaneous call from patient¿s mother who reported that patient had discomfort with the injection, and she thinks it is because the pen needles are too long; she requested a shorter pen needle for future; no missed doses reported; no further information. No issues with product itself, just discomfort from needle length, shorter needle has been sent to patient. (No product complaint as no issue or malfunction with device, patient preference for needle length). All known information is contained on this form. Any additional information will be provided on a separate medwatch report. Reported to (B)(6) by: patient/caregiver.